Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 days after two dental implants were installed in patient's left mandible, it was verified their non-osseointegration. The patient presented bone type ii, bone graft was executed and immediate load was not performed.